Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device delivered multiple inappropriate shocks due to af with rapid ventricular response. Physician is considering performing a cardiac ablation procedure for patient. The patient's condition was fine following the shocks and the physician did not allege that the device performed inappropriately.